Event description:
It was reported that pump display showed only backlighting with no graphics visible, which affected customer ability to read screen and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.